Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered dyspareunia, dysuria, scarring, urinary retention, pain, and other injuries as they become apparent. No further information has been provided.